Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number or model/catalog number. The date of manufacture and the 510k cannot be determined.

Event description:
The customer wanted to report the product for cuff leaks in general, and did not provide any specific event with any specific patient, or any required intervention. There was no specific product model or lot number of any tube provided. There is no device returning for evaluation.